Event description:
It was reported that after a lumbar surgery, both rods pulled out of the tulip and migrated south. The patient is anticipated to undergo revision surgery. Revision has not yet been scheduled.

Event description:
It was reported that after a lumbar surgery, both rods pulled out of the tulip and migrated south. The patient is anticipated to undergo revision surgery. Revision has not yet been scheduled.

Manufacturer narrative:
The customer reported event was confirmed via x rays. The device is unavailable as they were implanted. The lot # was not provided therefore, device inspection, device history review, and complaint history review could not be completed. Review of the provided x rays indicate that the rod was not long enough to properly seat into the screw tulip. The rod was only about half way seated into the tulip head. Not having sufficient rod overhang could cause the rod to slip out over time as the blocker will not have full contact with the rod to hold it down. The most likely root cause is insufficient rod length.